Event description:
Per user facility medwatch form, (B)(4). During a laparoscopic cholecystectomy procedure; the ceramic from the jaws of the instrument fell off. Part retrieved, area irrigated. Kidney, urethra and bladder x-ray (kub) done in post-anesthesia care unit (pacu). Report states "10x4mm foreign body in right lower quadrant (rlq) of the harmonic scalpel that was also imaged." Physician's note indicates that all pieces of scalpel were retrieved by him. It is unknown if the device is available for return.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.